Event description:
Reportable based on the analysis completed on 04/08/2008. It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion occurred. The lesion being treated was located in the tortuous and calcified circumflex (cx). The physician was unable to place the 2.75 x 24 mm stent due to the lesion characteristics. The physician felt that the event and the device were unrelated. The pt conditions was stable. And the procedure was not completed due to this event. However, device analysis revealed stent damage.

Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned device revealed distal stent damage. Some of the struts were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions. A review of the device history record (DHR) for this particular found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification will be considered operational context. A CAPA has been initiated to address this issue.